Manufacturer narrative:
The pump was received with minor scratches on the lcd window, broken battery tube threads, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's casing was broken and falling apart. Caller also reported that 2/3 of the display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.